Event description:
It was reported that a premature infant was receiving parenteral nutrition at a very low flow rate (less than 4 ml/hour) through the device using an electric driven syringe. The device was connected to a 27g catheter with a 24g needle. On three (3) occasions it was reported that the filter leaked from the air vent after 3 to 4 days of use. On one of these occasions, it was noted that the pt developed hypoglycemia and an alteration in her heart rate. No pt sequelae was reported.